Event description:
It was reported that: "I opened the intact box and the other plastic container was cracked."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.